Event description:
Information received by medtronic indicated that the customer had pump error 63 (hardware low level failures), pump error 49 (history pointers failed. The history pointers are corrupted.) And pump error 23 (post-reset ram crc alarm). The customer also reported stuck button alarm then flashing then blank display. No harm requiring medical intervention was reported. Troubleshooting was performed and it was found that insulin pump had a crack at battery side. The pump was also exposed to water. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The patient returned pump for alleged pump error 49, pump error 23, pump error 63, keypad unresponsive/button error alarm, exposure to moisture, cosmetic damage located at the battery side of case, blank display, and flashing white display observed on 19-jul-2023. The pump passed the displacement test, active current test, sleep current test, and self test. No unexpected alerts/alarms/anomalies noted during analysis. Successfully utilized thump to download history/trace files. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. The following power alarms/alerts noted in downloaded history on event date: power loss alarm [6] on (B)(6) 2023 16:58:40.000 and battery failed alarm [58] on (B)(6) 2023 16:11:36.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on keypad connector. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and faded/peeling serial number label. No pump error 49 and pump error 23 noted during analysis, pump error 49 and pump error 23 not confirmed. No pump error 63 alarms were noted on event date or during analysis. Pump error 63 not confirmed. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. No blank display or flashing white display noted during analysis. Blank display and flashing white display not confirmed. Cosmetic damage was confirmed at the battery side of case. Exposure to moisture confirmed on keypad connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.